Manufacturer narrative:
Corrected information: lead was capped not explanted.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined (B)(4).

Event description:
During follow-up shock impedance was greater than 200 and the patient was alarmed via vibration. The lead was capped and replaced with a new one. The patient is in good condition with no adverse consequences.